Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while advancing the last ruby coil through a non-penumbra microcatheter, the ruby coil unintentionally detached in the microcatheter. Therefore, the physician decided to push the ruby coil in the gda using a coil pusher wire; however, the ruby coil did not seat properly in the gda and was snared out. The procedure was completed after removal of the ruby coil. There was no report of an adverse effect to the patient.